Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during a procedure performed on (B) (6) 2009. According to the complainant, while withdrawing the probe, a tear developed. The probe did not fragment and was removed from the pt intact. The procedure was completed with another spyglass direct visualization probe. The pt's condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).